Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in backup vvi mode during a follow-up. The firmware was successfully reloaded and normal function was restored. The device remains implanted.